Event description:
Dexcom g7 was reading serious hypoglycemia, I treated the hypo but g7 continued to say serious low, I did finger prick which showed 27millimoles which is seriously high I have pictures to show if necessary. A continuous glucose monitor should assist my diabetes management, this could have put me into diabetic ketoacidosis and threatened my life.